Manufacturer narrative:
The field service engineer (fse) evaluated the unit on (B)(4) 2012, and verified instrument hardware without having to complete any repairs. The fse completed a passing high sensitivity system check and a troponin I precision study with acceptable results to confirm there were no hardware or reagent issues. The unit conformed to the manufacturer's published performance specifications. The patient sample was drawn by a nurse. The sample was centrifuged at 3,500 rpm (revolutions per minute) for 10 minutes. The customer stated the laboratory atmospheric temperature was at 23.9 degrees celsius. The sample was placed directly on the instrument. The customer stated the sample was clear and appeared fibrin free. The customer's quality control (qc) and most recent system check were within specification. The cause of the event is unknown .

Event description:
The customer reported an elevated troponin I (accutni) result, within the risk stratification, for one patient involving access 2 immunoassay system. Subsequent testing of the patient sample, on an alternate access 2 immunoassay system and the original access 2 system, recovered lower results within the normal reference interval. The elevated result was not released out of the laboratory. The retest result was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.